Event description:
It was reported that they were trying to initiate therapy using s/n dydry516. The arctic sun device tried to prime then alarms low flow and patient line open (alert 01 and alert 02). They have disconnected and reconnected the pads but are still unable to initiate therapy. Stopped therapy, disconnected pad. Placed device in manual mode. Flow rate was 0lpm, inlet pressure was ip -0.0psi, circulation pump command cpc was100 percentage, pump hours 3778.7, system hours 4363.6. Asked nurse to send device to biomed labeled with no flow and use another means of cooling. They thought all of their devices was in use. Per sample evaluation results received via task on 01nov2024, it was reported that the control panel was unresponsive to touch, used u.I. To complete decontamination. Installed test circulation pump to cool. Ac main circuit card to power inlet module hot side connector blackened. Circulation pump motor had missing screws in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. Root cause is covered/investigated under CAPA #1405844. Per CAPA #1405844: "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process single pull test did not provide stability of process evidence was not provided when requested for maintenance of records or crimp tools no crimp cross-sections provided". The device was evaluated upon receipt. Ac main circuit card to power inlet module hot side connector blackened. Replaced ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Labeling review is not required because labeling could not have prevented this issue. A DHR review is not required as the complaint is addressed by existing CAPA. Refer to investigation summary section for more information. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate therapy using s/n (B)(6). The arctic sun device tried to prime then alarms low flow and patient line open (alert 01 and alert 02). They have disconnected and reconnected the pads but are still unable to initiate therapy. Stopped therapy, disconnected pad. Placed device in manual mode. Flow rate was 0lpm, inlet pressure was ip -0.0psi, circulation pump command cpc was100 percentage, pump hours 3778.7, system hours 4363.6. Asked nurse to send device to biomed labeled with no flow and use another means of cooling. They thought all of their devices was in use. Per sample evaluation results received via task on 01nov2024, it was reported that the control panel was unresponsive to touch, used u.I. To complete decontamination. Installed test circulation pump to cool. Ac main circuit card to power inlet module hot side connector blackened. Circulation pump motor had missing screws in an arctic sun device.